Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that almost a week after implant that the patient reported to the emergency room because the patient alert was sounding. The right ventricular lead impedance had increased since implant and was greater than 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.